Event description:
It was reported that this was an arteriotomy closure of a calcified right and left common femoral artery using the pre-close technique via a 5fr sheath hole prior to an interventional endovascular aneurysm repair procedure. Reportedly, the foot only partially retracted on both sides for three prostyle devices. On the left side the sutures of two new prostyle were successfully pre-placed. On the right side vessel damage occurred causing a cut down of the vessel. The sheath was upsized to a 16fr on the left and 20fr on the right and the endovascular aneurysm repair procedure was completed. Hemostasis was achieved with pre-placed prostyle sutures on the left and a suture on the right. There was vessel damage and the procedure took one hour longer. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, the vessel was calcified, therefore, it is likely that calcification inhibited the foot from closing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.